Event description:
Boston scientific received information that this lead was explanted due to infection. No additional information is available. If additional information becomes available, this event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality document accompanying this particular device. The manufacturing process for this device was re-investigated. There was no sign of any inconsistency during production and final acceptance test of this device and the production lot. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.